Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and analysis revealed environmental stress cracking breach of the outer insulation. It was noted the outer insulation was breached cut, there was blood on the distal and proximal conductors, there was a cosmetic depression and cosmetic environmental stress cracking of the outer insulation. Product: d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 694365v implantable tachy lead, implanted: (B)(6) 2004; 419388, implanted: (B)(6) 2004. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.